Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analzyed. Analysis revealed normal depletion that meets expected longevity.

Event description:
It was reported that the device reached eri (elective replacement indicator) in less than four years, and an electrical reset was also noted. The device was explanted and replaced. No patient complications have been reported as a result of this event.